Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device event history log was downloaded and examined. The log showed the device had given an error 10037; this can indicate damage to the rear case or the motor. The examination of the rear case showed no damage. The motor was replaced to address the issue. The cause of the motor issue was not definitely established.

Event description:
It was reported that the device gave an alarm and displayed the message "error 10037". No known adverse effects to patient.